Manufacturer narrative:
Investigation is not complete; this report will be updated upon investigation completion. Trends will be evaluated. This is the same event as 3010536692-2014-01324.

Event description:
Allegedly, the patient was revised due to dislocation (right).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.